Event description:
Pt reported having high blood glucose levels; device has generated several occlusion errors during bolus over the past few days. Pt switched to back-up device, then all was ok. No treatment was rec'd.